Manufacturer narrative:
An event of device malposition, patient device interaction problem, heart block, occlusion, vascular dissection, non-specific EKG changes, and hypotension was reported. He device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the implant depth was approximately 7mm from the non-coronary cusp (deeper than the recommended 3mm). No information regarding pre-existing arrhythmia or calcification extending beneath aortic annular plane in the interventricular septum was received. The patient was noted to have a horizontal aorta with bulky calcification on the non-coronary cusp (ncc). The valve appears to be correctly sized based on provided annular dimensions. A pre-implantation balloon-aortic valvuloplasty (pbav) was performed. A false lumen was observed in the annulus and sinus of valsalva following the pbav through echography. A non-abbott device crossed the annulus and contrast was performed, confirming the dissection. The navitor was implanted. The patient presented with st-elevation. It was noted that the flap near the coronary artery was pushed to the left main of the coronary artery (lm) and the lm was noted to be stenosed and occluded. Electrocardiographic imaging (ecgi) showed a repeated left bundle branch block (lbbb) and sinus rhythm. The patient's blood pressure was observed to lower. The dissection was confirmed to extend to the descending aorta. The physician determined that thoracotomy and treatment of the dissection was not required due to the successful treatment of the lesion and aortic valve. The cause of the dissection was believed to be due to the pbav or the introduction of the non-abbott device across the annulus. Based on available information, the reported vascular dissection appears to be related to procedural conditions (pbav or the introduction of the non-abbott device across the annulus). Causes for the reported device malposition, patient device interaction problem, heart block, occlusion, non-specific EKG changes, and hypotension could not be conclusively determined. It is possible that these issues were related to procedural issues (complications associated with vascular dissection and left main coronary artery occlusion). However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient was noted to have a horizontal aorta with bulky calcification on the non-coronary cusp (ncc). The perimeter of the aortic annulus was measured at 68.7mm and the area was 365.9mm^2. A pre-implantation balloon-aortic valvuloplasty (pbav) was performed. A false lumen was observed in the annulus and sinus of valsalva following the pbav through echography. A non-abbott device crossed the annulus and contrast was performed, confirming the dissection. The navitor was implanted. The final implant depth was 7mm. The patient presented with st-elevation. It was noted that the flap near the coronary artery was pushed to the left main of the coronary artery (lm) and the lm was noted to be stenosed and occluded. Electrocardiographic imaging (ecgi) showed a repeated left bundle branch block (lbbb) and sinus rhythm. Two non-abbott stents were deployed to treat the original left anterior descending artery (lad) lesion. The patient's blood pressure was observed to lower. The dissection was confirmed to extend to the descending aorta. The physician determined that thoracotomy and treatment of the dissection was not required due to the successful treatment of the lad and aortic valve. The cause of the dissection was believed to be due to the pbav or the introduction of the non-abbott device across the annulus. The patient status was unstable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient was noted to have a horizontal aorta with bulky calcification on the non-coronary cusp (ncc). The perimeter of the aortic annulus was measured at 68.7mm and the area was 365.9mm^2. A pre-implantation balloon-aortic valvuloplasty (pbav) was performed. A false lumen was observed in the annulus and sinus of valsalva following the pbav through echography. A non-abbott device crossed the annulus and contrast was performed, confirming the dissection. The navitor was implanted. The final implant depth was 7mm. The patient presented with st-elevation. It was noted that the flap near the coronary artery was pushed to the left main of the coronary artery (lm) and the lm was noted to be stenosed and occluded. Electrocardiographic imaging (ecgi) showed a repeated left bundle branch block (lbbb) and sinus rhythm. Two non-abbott stents were deployed to treat the original left anterior descending artery (lad) lesion. The patient's blood pressure was observed to lower. The dissection was confirmed to extend to the descending aorta. The physician determined that thoracotomy and treatment of the dissection was not required due to the successful treatment of the lad and aortic valve. The cause of the dissection was believed to be due to the pbav or the introduction of the non-abbott device across the annulus. The patient status was unstable.